Event description:
It was reported that the front right caster wheel fell off of the (B)(4) power wheel chair. End user fell out of chair and sustained minor bruising. No medical intervention was reported.